Event description:
It was reported that during preparation when the quantum maverick mr 15mm x 2.0 mm balloon catheter was removed from the hoop, the shaft of the device was separated. The device had no contact with the patient.

Manufacturer narrative:
Product analysis verified the difficulty stated in the complaint for shaft detached/separated. The catheter was returned in two pieces without the carrier tube. The shaft was broken in the mid-shaft region of the catheter 34cm from the tip. The detached region was inspected under magnification and elongation and necking occurred indicating that the mid-shaft region failed in tensile. The exact cause of the damage could not be determined. No other damage was seen on the balloon catheter. A review of the manufacturing records for this batch shows that the device met its material, assembly and product specifications. The most probable root cause for this complaint was attributed to handling damage due to the likelihood that the damage occurred during unpacking or preparation.